Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, a decrease in pacing lead impedance and a loss of capture was noted on the right ventricular (rv) lead. During the lead revision, the physician noted that there was insulation damage on the rv lead. The lead was explanted and replaced.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical tests and x-ray examinations did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. The reported event of intermittent loss of capture, low pacing impedance, and insulation damage were not confirmed.